Event description:
This procedure was performed in (B)(6). Upon treatment, the temperature was unstable and unable to heat up to 120 degrees. The device frequently stopped heating up. After the treatment the coating from the tip of the catheter was found deformed. Procedure was finished without problem and the patient is fine. Investigation of the returned closurefast on (B)(6) 2014, found the (fluorinated ethylene propylene) fep coating was damaged starting at approximately 45mm to 60mm from the distal tip. The damage appeared to show the fep on the coil bubbled, melted, and burst.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.